Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, proximal conductor distorted, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died approximately nine months after device implant. The cause of death has been requested and not received.

Event description:
Review of manufacturer's database revealed the patient died approximately nine months after device implant. The cause of death has been requested and not received. Follow up with the physician reported he did not feel the death was in any way related to the device. According to the last clinic office report, it does not appear that the patient was pacer dependent.